Event description:
It was reported that an ilet user became stuck during the fill tubing step after pressing and holding the button before removing the old cartridge, leading to incorrect supply change steps for the infusion set and cartridge; troubleshooting and education were provided, and the supply change was completed without further issues. There were no reported adverse clinical effects. Outcomes included no alerts, alarms, or health consequences. Investigation included customer service troubleshooting and user education to guide the correct sequence for cartridge removal and tubing fill. Investigation of this case revealed user difficulty with procedural steps rather than a device malfunction, with normal device function restored after proper guidance. It was concluded, based on previously established findings for similar reports, that the cause was user error related to the supply change procedure.